Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms at implant when connected to the device header. The measurements dropped back down quickly during the procedure. Overnight, loss of capture was observed and the patient went into a junctional rhythm for a short period of time. High rv pace impedance measurements were also noted. A revision procedure was performed in which the rv lead was explanted and a new rv lead was implanted. The new rv lead was noted to have stable impedance and threshold measurements. The new rv lead remains in service. No additional adverse patient effects were reported. Additional information was received that the cause of the loss of capture and high out of range pace impedance measurements was due to a suspected micro perforation. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms at implant when connected to the device header. The measurements dropped back down quickly during the procedure. Overnight, loss of capture was observed and the patient went into a junctional rhythm for a short period of time. High rv pace impedance measurements were also noted. A revision procedure was performed in which the rv lead was explanted and a new rv lead was implanted. The new rv lead was noted to have stable impedance and threshold measurements. The new rv lead remains in service. No additional adverse patient effects were reported. Additional information was received that the cause of the loss of capture and high out of range pace impedance measurements was due to a suspected micro perforation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms at implant when connected to the device header. The measurements dropped back down quickly during the procedure. Overnight, loss of capture was observed and the patient went into a junctional rhythm for a short period of time. High rv pace impedance measurements were also noted. A revision procedure was performed in which the rv lead was explanted and a new rv lead was implanted. The new rv lead was noted to have stable impedance and threshold measurements. The new rv lead remains in service. No additional adverse patient effects were reported.